Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error. Customer's blood glucose value was 135mg/dl. Customer stated they were not able to rewind the pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self-test. Monitored with the unit communicating properly with sensor tester and the sensor transmitter; no cal not accepted messages noted during testing. No pump error alarms noted during testing. Intermittent pump error during rewind moisture damage on motor home switch. Unit was received with high sleep current measurement due to corrosion on all electronic assemblies. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads, corrosion on force sensor assembly and corrosion in battery tube.